Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No pump error 23, 49 or 68 alarm noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. Device received with pillowing keypad overlay. (B)(4).